Event description:
It was reported that the right atrial lead had insulation breach in the pocket near the connector. Noise was noted on the atrial electrogram. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The outer insulation was breached cut. All conductors had blood/body fluid (not obstructed). The outer insulation had a white substance. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis noted the lead had apparent explant damage.